Manufacturer narrative:
It was reported that during a cardiac ablation procedure for persistent atrial fibrillation with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. The physician noticed bubbles in the luer hub; the physician removed the catheter from the sheath and tried to aspire blood through the three way-stopcock of the sheath. He noticed that air was sought in through the hemostatic valve and concluded that the valve did not seal the sheath anymore. The physician decided to change the sheath which resolved the issue. Device evaluation details: on (B)(6) 2021, the bwi product analysis lab received the complaint device for evaluation and the evaluation has been completed. The sheath was inspected, and visual analysis revealed that hemostatic valve was found in good condition, the brim cap and friction ring remain intact, no other anomalies was observed. Then, the sheath was connected to carto and the sheath was properly visualized and no errors were observed. Then the deflection and irrigation were performed and no malfunction were observed. A device history record (DHR) was performed, and no internal action related to the complaint was found during the review. The customer complaint cannot be confirmed. The sheath was found working correctly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that during a cardiac ablation procedure for persistent atrial fibrillation with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. The physician noticed bubbles in the luer hub; the physician removed the catheter from the sheath and tried to aspire blood through the three way-stopcock of the sheath. He noticed that air was sought in through the hemostatic valve and concluded that the valve did not seal the sheath anymore. The physician decided to change the sheath which resolved the issue. The procedure could be successfully completed. No air entered the patient¿s body. The hemostatic valve did not break into pieces and did not get detached from the sheath. No blood return was observed. The issue did not require percutaneous or surgical removal. No adverse event to the patient occurred.